Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: sac growth of 16mm and a contained rupture. There was unsubstantial evidence to support the reported migration and type ia endoleak due to a lack of imaging studies as well as no notation of the leak or migration in the CT report or discharge summary. The patient neck was noted to be off-label (neck 6mm, IFU states greater than or equal to 15mm) and the distal aortic neck diameter exceeded the 18-32mm IFU limit. In addition, the discharge summary noted dilation of the neck at 40x43mm and the stent originated at the level of the renal arteries; it was not clear if the position relative to the renal arteries was the superior stent margin of the crown or the fabric component of the stent. The CT report revealed there was no endoleak. The device, user, procedure, or anatomy relatedness of this event could not be determined. There were no procedure-related harms for this event. The final patient status was discharged on the third hospital stay day home with hospice and patient refused surgical intervention. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Conclusion code remove 11.

Event description:
Additional information received per clinical assessment confirming that the patient's neck anatomy was off-label at the time of the initial implant.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented emergently with abdominal pain. The subsequent CT revealed that the proximal extension "slipped from the infrarenal neck" which resulted in a type ia endoleak, aneurysm enlargement (5.4cm-6.5cm), and a contained rupture. The physician will continue to monitor the patient who is on hospice care. There have been no additional patient sequelae reported.